Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd microtainer® map microtube for automated process k2 edta 1.0 mg they have seen an increase in clotted samples. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting their nicu team has experienced increase in the number of clotted samples when using the bd map tube, item# 363706, lot# 2255697, exp 3/31/2024.

Manufacturer narrative:
H6 investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with bd microtainer® map microtube for automated process k2 edta 1.0 mg they have seen an increase in clotted samples. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting their nicu team has experienced increase in the number of clotted samples when using the bd map tube, item# 363706, lot# 2255697, exp 3/31/2024.